Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer's blood glucose level was 124 mg/dl. The customer also reported that the insulin pump had pump errors. The customer reported that they were able to clear the alarm successfully and self test was passed. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will not be returned for analysis.